Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. When removing the basket with the acrobat wire guide in it, the coating of the wire guide was peeled off. No section of the device detached inside the pt or endoscope. Another company's wire guide was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The specific lot number could not be provided by the initial reporter. Two (2) potential lot numbers were provided, we can advise the lot number is either w3516908 or w3515609. Investigation evaluation: our evaluation of the returned device confirmed that the covering had peeled from the wire guide. Approximately 26 cm from the distal end the coating has peeled from the wire guide. Approximately 2 cm of the coating has peeled over itself towards the distal end. Starting at 26 cm from the distal end there is approximately 150 cm of bare core wire. At approximately 176 cm from the distal end the peeled coating is still attached. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the two lot numbers possibly involved was reviewed. A discrepancy or anomaly was not observed with the product that was released to distribution for those two lots. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product line instruct the user to flush the wire guide prior to removal from the wire guide holder. This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use for this product line instruct the user to flush endoscope accessory channel and/or lumen of device with sterile water and for best results, wire guide should be kept wet. This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use for this product cautions the user that this product is compatible with non-metal tip devices. Use of the wire guide with metal tip devices may compromise the integrity of the external coating on the wire guide. The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device (s) while moving the wire guide inside the accessory device (s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.